Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the insulin pump and passed motor test. The insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had a lot of no delivery alarms in her alarm history. The patient's blood glucose at the time of incident is unknown. Troubleshooting could not occur since the alarm was resolved by an infusion set change. She also noted that one of the no deliveries was due to a bent cannula. There were also five failed self test alarms that were found in the pump history. No products were returned and a replacement pump was shipped to the customer.